Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, and occlusion test. No motor error alarm and excessive no delivery alarms noted. The motor was tested outside of the device and passed. Pump received with cracked battery tube thread, broken reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels over 600 mg/dl and also had motor error alarm. The customer was treated high with manual injection. Customer's blood glucose value was 530 mg/dl. Customer was able to complete pump rewind. The customer reported that they delivered to bolus and he got no delivery alarm. Troubleshoot was performed. Customer performed a 5.0 unit fixed prime. Customer states the insulin exited. The product was not returned for analysis.